Event description:
Pt returned to surgery on 12/22/96 due to an alleged kink in the ventricular peritoneal shunt, which had been placed earlier that day 12/22/96. The kink was reportedly at the reservoir of the ventricular cannula junction. Surgeon reportedly took out the ventricular end and put it back in unkinked. Pt was discharged on 12/31/96 without further complications.